Manufacturer narrative:
Product ID: 8781, lot# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the hcp was requested repeated to submit more information but the hcp refused to fill out the report because the hcp considered that the event had no relation with the intrathecal baclofen (itb) therapy from the beginning. Therefore, no further investigation was possible.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, lot# n627454005, implanted: (B)(6) 2016, product type: catheter. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient receiving gabalon intrathecal (300 mcg/day, unknown concentration) via an implantable pump for spastic paralysis associated with head injury (quadriplegia). On (B)(6) 2017, a (B)(6) representative received information from (B)(6) medical center as the patient was suffering from convulsions so an magnetic resonance imaging (MRI) was scheduled immediately. It was reported that an abscess in meninges was confirmed after MRI scan and an operation was performed. It was further reported that the operation that was performed was because abscess in meninges (an intraspinal tumor) was found in an MRI test. It was reported that it was unknown where the abscess was located on the meninges. It was reported that the cause of the abscess was unknown. The patient's condition after that and future actions to address the issue were unknown. The outcome of the event was reported as unrecovered. It was asked when the event resolved, but the information was unknown. It was further reported that the outcome of the event was asked but was unknown. The classification of severity was 3 (serious). The causal relationship with the itb therapy could not be confirmed at the moment and was further reported that it was unknown at this time. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no detailed information for the abscess surgery was reported. It was reported that the devices are still in use. No further complications were reported and/or anticipated.